Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side device rupture. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
¿Correction to g.3. Aware date of supplemental (B)(4). Aware date should have been listed as 20/aug/2024.

Event description:
Health care professional reported rupture diagnosed via ultrasound. This relates to the left side. Device has been explanted and replaced with a non abbvie device.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure creases and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process.

Event description:
Healthcare professional reported left side rupture diagnosed via ultrasound. The device has been explanted and replaced with a non abbvie device.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health care professional reported rupture diagnosed via ultrasound. This relates to the left side. Device has been explanted and replaced with a non abbvie device.